Event description:
According to the rptr: the device was fired and the tissue was cut, however, no staples had been placed on the desired tissue. Less than 200 cc of bleeding was reported. The procedure was lower anterior resection. Manual suturing was used to create a covering stoma. Surgery time extension was not reported and there was no further report of pt injury. Add'l instruments were used to complete the surgery. The device will be returned.